Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found telemetry anomalies when the pulse generator was close to elective replacement indicator (eri). The product code was successfully downloaded.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.